Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained additional suspect medical device components involved in the event: device #2 model number/catalog number: sc-2317-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: infinion cx lead kit, 50cm. Unique identifier (UDI) #: (B)(4). Device #3 model number/catalog number: sc-2317-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: infinion cx lead kit, 50cm. Unique identifier (UDI) #: (B)(4). Device #4 model number/catalog number: sc-4316. Serial number: not applicable. Batch/lot number: 32930726. Model/catalog description: clik anchor. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that this spinal cord stimulation (scs) devices were replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.